Event description:
The user facility reported that the sterilizer released a large quantity of steam upon opening the door of the unit, and set off the fire alarm. The fire department was dispatched. No evacuation of the facility occurred. No injuries were reported. No procedural delays or cancellations were reported. No property damage was noted

Manufacturer narrative:
A steris service technician inspected the sterilizer, and found the vacuum pump required replacement. The technician replaced the vacuum pump, tested the sterilizer, found it to be operational and returned it to service. (B)(4). Steris engineering states this is an isolated event. Steris engineering recommended the steris service technician reduce the incoming water pressure, which was noted to be rated close to the maximum specification during previous maintenance activities.